Event description:
Admitted for extraction of cataract with intraocular lens implant. During the procedure, using the phaco emulsification unit, a corneal burn occurred. When the nucleus was being emulsified and removed, corneal shrinkage was noted.